Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. It was noted that implantable pulse generator (ipg) had exhibited premature battery depletion due to high outputs from the right ventricular (rv) lead. The rv lead exhibited high thresholds with inconsistent capture at full output. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.